Manufacturer narrative:
(B)(4). Total number of events being summarized: 458. (B)(4). Explanation for late reports: a similar complaint to this event was received by covidien on february 24, 2015 and was evaluated and determined to be reportable (MDR# 9612030-2015-00023). The investigation of that event included a retrospective review of all complaints on the devon light glove dating back to december 1, 2002. As a result of that review, 458 additional complaints were determined to require reporting between december 1, 2002 and may 28, 2015, based on updated reporting criteria for this device. A retrospective summary report was requested on may 28, 2015 and was approved on july 15, 2015 as exemption number: (B)(4). Conclusion: device was out of specification in manner that relates to event.

Event description:
Tearing. The customer stated that the lite glove is tearing when they put it on the light handle.